Event description:
It was reported that the patient had a revision on the asr xl acetabular system. The reason for the revision is unexplained. It was further reported that the patient experienced functional impairment and night pain. It was further reported that chromium and cobalt was found in the blood of the patient.

Event description:
Left hip, reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
Update 3 september 2015: updated doi. Added surgeon's name and hospital for primary surgery and added manufacture and expiry dates for products. Updated file handler details. Taken from scf.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4)